Manufacturer narrative:
C20: multiple attempts were made to obtain additional information about this event. No additional information was provided; therefore, the case will be closed. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® iliac branch endoprosthesis instructions for use, complications associated with the use of the gore® excluder® iliac branch endoprosthesis that may occur and/or require intervention include, but are not limited to, endoleak and dissection. H.6. Investigation findings - code c21 replaced with c20. H.6. Investigation conclusions - code d16 replaced with d15.

Event description:
The following literature article was reviewed: oussoren, f.k., maldonado, t.s., reijnen, m.m., heyligers, j.m., akkersdijk, g., attisani, l., bellosta, r., heyligers, j.m.m., hoencamp, r., garrard, l. And maldonado, t., 2022. Solitary iliac branch endoprosthesis placement for iliac artery aneurysms. Journal of vascular surgery, 75(4), pp.1268-1275. The article is a retrospective netherlands-us multi-center study of 51 patients presenting with iliac artery aneurysms treated with gore® excluder® iliac branch endoprostheses. The technical success rate was 94.1% over the follow up period and no device or procedure-related mortality was documented. Implantations were performed from january 11, 2013, to december 31, 2018. Five patients required secondary reinterventions within two years of the original implantation. Three patients presented with endoleaks requiring reintervention. One patient was treated for a type ib endoleak with a distal extension one month following the original treatment. One patient presented with a type iii endoleak and was treated with the implantation of a bridging stent in the internal iliac component seven months following the original treatment. A side branch of the internal iliac artery was also embolized. One patient was treated for a type ia endoleak three months flowing the original treatment and was treated with a proximal extension. One patient was treated following loss of patency in the common femoral artery and was treated with a thrombectomy. The patient presented with an intraprocedural dissection caused by the proglide vascular closure device which was patched during the procedure. A final patient was presented with an intraoperatively formed access site arterial dissection at the central iliac artery and was treated using the sandwich tenchnique three months after the original procedure.

Manufacturer narrative:
A patient identifier was not provided. A manufacturer place holder is provided instead. Device remains implanted. Further information regarding specific failure modes can be found in the text of the cited article. Patient ages and genders are not known. The average age and most prevalent gender have been provided. Adverse events were not broken down by hospital. The implantation sites are therefore unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.